Event description:
(B)(6) reported that a cortical screw broke during insertion for a dynamic hip screw (dhs) procedure. The distal portion of the screw was not retrieved, and remains implanted in the patient, the proximal portion of the screw was retrieved. The surgery was completed using a similar/like product. There was no reported extension of time or delay to the procedure. This report is for an unknown 4.5mm dhs cordical screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is for an unknown dhs 4.5mm cortical screw, lot unknown. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It was reported the screw which broke during insertion for a dynamic hip screw (dhs) procedure was a 4.5mm cortex self-tapping screw; length is unknown. Partial part number of 214.8xx provided. A product development evaluation was completed: 4.5mm cortex screws are utilized in the dynamic hip screw system to fix the dcs plate to the femur. One 4.5mm cortex screw (214.xxx, unknown length, lot number, and manufacturing date) was returned with the complaint that a cortical screw broke during insertion for a dynamic hip screw (dhs) procedure. The distal portion of the screw was not retrieved, and remains implanted in the patient. This complaint is confirmed as only a portion of a screw was returned, the head along with the proximal two levels of threading separated from the remainder of the screw. As the part number is unknown and x-rays were not submitted with the complaint, the original length of the screw cannot be determined. The head of the screw contains markings indicative of excessive force applied by the driver, the base of the remaining screw threads is twisted which would result from the screw breaking while being inserted. The root cause of this complaint is over torquing of the screw either after being fully seated, or as a result of not being able to be inserted further from the interaction with other implants or dense bone. The drawing for this part was reviewed and the design and material were determined to be adequate for the intended use of this implant. This complaint condition is confirmed; however this was likely a result of excessive force given the state of the returned portion of the screw. The design of this device did not contribute to this complaint condition and the risk assessment covers this hazard adequately. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient was in good condition after the surgery. The surgeon did not have to use additional material as he was able to use three 4.5mm cortex screws in the shaft portion of the 4 hole dynamic hip screw (dhs) plate.